Event description:
During surgery in 2009, the incompass open polyaxial screw stripped and the closure top would not thread into the screw. The surgeon intervened by removing the screw and replaced it with a different screw to finish the case. The closure top used on the first screw was inserted into the replacement screw without issues. There was no harm to the patient.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.